Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This ra lead was replaced and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This ra lead was replaced with the same model. No additional adverse patient effects were reported.